Event description:
The info provided to sjm indicated a 29mm epic valve was implanted. The pt had been hospitalized for a cerebral infarction. During thrombolysis, there was a papillary rupture and the echocardiogram revealed st wave elevation. Postoperatively, extracorporeal membrane oxygenation was started but the leaflets were reported to have poor movement. Heparin treatment was commenced leading to low ventricular output. Reoperation was performed and a masters series mechanical valve was implanted. The epic valve was covered in thrombofilm upon explant.